Manufacturer narrative:
The gore® viatorr® tips endoprosthesis with controlled expansion instructions for use includes, but is not limited to the following potential device or procedure-related adverse events associated with the use of the device: new onset or worsened encephalopathy. The imaging evaluation states: based on the imaging provided, it can be determined that gore® viatorr® device was used for a tips procedure. However, a full imaging evaluation could not be performed as a result of images not meeting dicom® standard. It cannot be confirmed when figure 1 or figure 2 were taken or any of the events that occurred between the two images provided. Based on the images received, it appears the two images were captured at different degrees lao and included digital ermf measurements indicating a diameter of 8.5mm of the device in figure 1 and a diameter of 9mm of the device in figure 2. Based on the available information, this imaging evaluation can neither confirm the report that a gore® viatorr® tips endoprosthesis with controlled expansion was dilated with a 7mm balloon nor confirm that upon follow-up the stent had expanded from 8mm to 10mm. This imaging evaluation cannot determine a potential cause of the reported change in diameter.

Event description:
It was reported to gore a gore® viatorr® tips endoprosthesis with controlled expansion was implanted on (B)(6) 2020 during a transjugular intrahepatic portosystemic shunt (tips) procedure. It was reported the gore® viatorr® tips endoprosthesis with controlled expansion was dilated with a 7mm balloon. Upon follow-up it was noted that the stent had expanded from 8mm to 10mm. The patient was noted to have had a slight encephalitic event with increasing confusion post tips. It was reported a shunt reduction revision was attempted on (B)(6) 2020. The gore® viatorr® tips endoprosthesis with controlled expansion was in situ, measuring approximately 10mm in diameter. Multiple attempted cannulation of the stented segment of the right hepatic vein where the tips stent was in situ were made; however, due to the acute angulation between the enlarged right atrium, inferior vena cava and right hepatic vein it was not possible. Multiple catheters and maneuvers were attempted. Ultrasound showed a patent tips stent. Decision to terminate the procedure was made. CT of the abdomen with contrast and ultrasound doppler with assessment of stent patency and anatomy will be performed prior to a repeat attempt.